Event description:
It has been reported that the syringe 1ml s/t w/ndl 26x5/8 rb has been found experiencing leakage during use. The following has been provided by the initial reporter: it was reported patient cannot withdraw medication and when injecting medication the drug has come out of the side of syringe. "Complaint description: on 27sep219 drug safety received an email from a pharmacy . Per email the patient stated on occasions he is not able to withdraw medication from vial. And when injecting the medication, the drug comes out of the side of syringe."

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the syringe 1ml s/t w/ndl 26x5/8 rb has been found experiencing leakage during use. The following has been provided by the initial reporter: it was reported patient cannot withdraw medication and when injecting medication the drug has come out of the side of syringe. "Complaint description: on (B)(6) 2019 drug safety received an email from a pharmacy . Per email the patient stated on occasions he is not able to withdraw medication from vial. And when injecting the medication, the drug comes out of the side of syringe."